Event description:
A malfunction was reported with the pump, displaying malf 16 and unable to be reset. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy while a replacement pump was arranged by technical support. Instructions were provided to put the pump into storage mode before returning it, and the customer agreed to return the malfunctioning pump using a pre-paid label within ten days.